Event description:
During the device evaluation, it was observed, the video telescope exhibited a damaged light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a damaged light guide lens, a damaged and scratched light guide tube, a damaged and scratched video cable, a damaged video plug cover, damaged light guide fibers resulting in a dark image, and dents on the outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to improper handling and application of outer force. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.